Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connection problem, fiber breakage, scratches at distal frame, bent on outer tube, scratches on outer tube. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, when the subject device is plugged into the tv system, it shows wavy lines. The issue occurred during reprocessing. There were no reports of patient involvement.